Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection with the naked eye noted a broken occluder foot beneath the twist clamp. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. An internal leak at the twist clamp was detected during testing, however there was no external leak observed. The reported leak was not verified. The cause of the broken occluder foot could not be determined; however, exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak between the "tube and the clamp" (silicone tubing and the twist clamp) of a minicap transfer set. This occurred after treatment of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.